Event description:
It was reported to covidien in 2009, that a customer had an issue with a dental needle. Customer reports needles appear to be short. An evaluation of the samples received at the plant revealed that the cannula was sliding into the hub.

Manufacturer narrative:
Submit date: 3/31/2009. An investigation is currently underway. Upon completion, the results will be forwarded.